Event description:
This lead dislodged and was successfully repositioned on (B)(6) 2011. All records indicate this lead remains actively implanted. Should add'l info become available, this event will be updated.